Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its patient case was not showing dispense times. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its patient case was not showing dispense times. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system dispense time was not visible in the patient case. A technical support specialist (tss) identified that the issue was due to high-contrast mode being enabled on the device. User was guided to disable the setting using a keyboard shortcut. After rebooting the station, dispense times became visible in the patient case. The system functioned as intended after the technical support specialist troubleshot the device.